Manufacturer narrative:
Follow-up #1: date of submission 09/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/12/2016 with the following findings: a review of the pump¿s black box revealed one unexplained pump reboot. The pump reboot was observed in the clearing of the cs 052/054 alarms per normal operation. The pump powered with the returned battery cap. The battery cap was unable to fully tighten. The battery cap measures were within specification. The pump was exercised with the returned battery cap for 24 hours with no reboots loss of power or call service alarms occurring. The ¿intermittent power¿ issue was unable to be duplicated during investigation. The pump case was removed and there was no evidence of moisture or loose components inside the pump. Unrelated to the original complaint, the battery compartment was observed to be cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.